Event description:
It was reported that an erroneous parameter message was observed. It is believed to be a result of a telemetry break. Reprogramming changes were made. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.